Event description:
The customer received a blood glucose reading of 135mg/dl on the contour meter, re-tested on the contour usb meter and the reading was 348mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strips are not available to return for evaluation. A new meter was sent to the customer.